Manufacturer narrative:
The lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Analysis of the device memory indicated pacing capture threshold in the rv (right ventricle) was elevated. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was progressively worsening noise on the right atrial (ra) and right ventricular (rv) leads, which appeared to be mirror image oversensing from the leads being in contact with each other. It was also noted that rv thresholds were high. No intervention has been done as of this time. The leads are still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The outer insulation of the lead developed a breach due to a depression while in vivo. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the leads were explanted and replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.